Event description:
Complainant alleged that during biomed testing the device's pacer current was incorrect. When the device was set to 100ma, the measured output was 170ma. Complainant indicated that there was no pt involvement in the reported malfunction.